Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were experiencing high blood glucose and insulin flow block alarm. Blood glucose level at the time of the incident was over 500 mg/dl and current blood glucose level was 362 mg/dl. Customer treated with manual injection. Customer declined to troubleshoot for high blood glucose. Customer stated the insulin exited. The insulin pump will not be returned for analysis.